Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a portion of a universal seal fell inside the patient. No additional information was provided. The following information is unknown: the event date, the cause of the cannula seal fragment falling inside the patient, if the fragment was retrieved, and the procedure outcome. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.